Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous peripheral interventional (ppi) procedure, the marker bands appeared malpositioned. The 99% stenotic and calcified lesion was located in the moderately tortuous iliac artery, however, which iliac artery is unk. The magic torque guidewire and an express ld 8 mm x 60 mm stent delivery system were advanced. Under fluoroscopic imaging, the physician noted that the first radiopque (ro) marker on the guide wire appeared to be 1cm from the distal tip as opposed to the 2cm device spec. The stent was implanted and the procedure was completed with these devices. No pt injuries or complications were reported. The pt's status is reported as "good".